Event description:
It was reported by the patient's daughter that the patient received a shock while on the phone. The patient was admitted to the hospital overnight, where tests were run. The following day while on the phone again the patient received another shock, which was not as strong. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Followup information from the clinic indicates that the patient received appropriate shocks due to an episode of arrhythmia. There was no electromagnetic or radio frequency interference. The device is functioning properly, and no reprogramming was done.